Manufacturer narrative:
The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver lioresal (2000 mcg/ml at 579.7 mcg/day). Analysis of the pump found no anomaly. The catheter was returned for analysis and no significant anomaly was found with the device.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2 ,000 mcg/ml baclofen at a dose of 450 mcg/day via an implantable infusion pump for intractable spasticity and other spasticity. It was reported that the patient experienced increased spasticity and a loss of therapeutic effect despite a dose increase. As a troubleshooting method the catheter was aspirated and aspiration was successful. As an intervention both the pump and catheter were replaced. The issue was resolved at the time of this report and the patient's status was alive no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.